Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The functional testing performed showed the device performed slightly outside of pump specifications. The expulsor was replaced to address this issue. The cause of the expulsor issue was not definitely established.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed volume accuracy test and over infused. No patient was involved in this event. No adverse effects were reported.